Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Contact office correction: (B)(4). The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer repaired the unit by securing a faulty contact between the data acquisition and motor controller cards. They have executed all the tests necessary to certify the operation to conditions previous to the malfunction.